Manufacturer narrative:
The suspect device was returned to olympus. Inspection and testing has not yet been completed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported a b30 error (scope communication error) occurred when the scope was inspected upon return from servicing by olympus. As this occurred during incoming inspection, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified as the event was unable to be reproduced. The event most likely occurred due to scratches and dirt on the electrical contact of the video connector, so the communication state between the electrical contact of the video system center and the electrical contact of the video connector is temporarily unstable. The device was evaluated where no abnormalities were found though there were several technical defects such as dents and scratches were confirmed on the metal contacts of the connector. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. Olympus will continue to monitor field performance for this device.